Event description:
The husband of a (B) (6) female pt contacted lifecor customer support to report that one of the pt's battery packs showed it had three bars and then all of a sudden the "low battery pack" alarms sounded. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not charge when received. The cause of the battery not charging was due to a broken black wire. The black wire connects the cells to the board. The root cause of the broken wire is unk but may have been a mfg defect. There was insufficient solder seen on this wire. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.